Event description:
It was reported to baxter that one (1) automix 3 +3/as compounder transfer set was observed leaking at the junction of the fliter and tubing hub on the red and green lines. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).correction: after further investigating by baxter, it has been concluded that this incident is not a reportable event.

Manufacturer narrative:
(B)(4). Additional narrative: the customer reported the transfer set has been discarded; therefore, the reported condition could not be confirmed. Should the sample and/or any additional information become available, a follow-up report will be submitted. This is a 510k exempt product; however, based on a medical assessment, it has been determined this incident is a reportable malfunction.